Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. Event of frayed power supply was confirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient. Frayed wires of the power cord were reported in MDR(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the accessory was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.